Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. File indicated cartridge use. Product history records could not be reviewed for the cartridge lot because the facility did not provide info traceable to the mfg documentation. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011 by fax, mail and phone. A completed questionnaire was received on (B)(4) 2011. (B)(4).

Event description:
An operating room tech reported that a haptic sheared off an intraocular lens (iol) after implantation into the eye. The surgeon had difficulty removing the lens to replace it and the procedure took longer than expected. F/u info was received from the surgeon, who reported the pt is still healing from the procedure. Due to the event, the pt was treated with prolonged medical drops.